Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. An attempt to download the trend data was unsuccessful, as the trend download software was unable to communicate with the device. Internal inspection of the device isolated the failure to contamination of the system board and a component failure (u32). A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event, corrected data:

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported device alarming yield no sensor while connected to a patient who passed away. The customer would want to know if there is a way to access the data on device.